Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted bloody. The sample was received without hoop, stylet or guidewire and the catheter was received with an unknown sheath over the balloon. Under microscopic observation, distal tip of the sheath was noted to be buckled and the break was noted at the proximal welding joint of the balloon and unraveling fiber was appeared to be protruding from the hub of the introducer sheath. On further the introducer sheath was cut circumferential then the balloon was placed under x-ray to examine the marker bands and the marker bands were present and not moved. No other anomalies were noted to the device. No other functional testing was performed due to the nature of the complaint. Therefore the investigation for the reported balloon joint break has been confirmed as the proximal welding joint was pulled out from the catheter on the device returned for the evaluation. The investigation for the reported retraction was also confirmed as device returned in a condition were the balloon was loaded into a unknown sheath. The investigation for the identified unraveled fibers was also confirmed as the unraveled fibers were protruded from the hub of the sheath. The definitive root cause for the reported retraction, balloon joint break and the identified unraveled fibers could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in the left upper arm, while pulling the balloon out after an inflation, the shaft allegedly came apart. It was further reported that balloon end was stuck in the sheath. Reportedly, the balloon and sheath was pulled and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during an angioplasty procedure in the left upper arm, while pulling the balloon out after an inflation, the shaft allegedly came apart. It was further reported that balloon end was stuck in the sheath. Reportedly, the balloon and sheath was pulled and the procedure was completed using another device. There was no reported patient injury.